Event description:
There was a report of damage to the pump housing, impacting the customer's ability to charge pump. There was no adverse impact to the customer. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.